Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, device is returning. Information received 12/09/2020: failed to inflate. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2017, removed and replaced on (B)(6) 2020 due to being unable to inflate. Additional information indicated that the device failed to inflate. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within confined abrasion in the cylinder 2 exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion on the cylinder 1 exhaust tubing at the tubing/strain relief junction. Evaluation revealed the reservoir to appear to have been over-inflated. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on cylinder 1 and cylinder 2 exhaust tubing, and all pump tubing. No functional abnormalities were noted with the pump, reservoir, or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning may have resulted in the cylinder 2 exhaust tubing to kink and abrade against itself, resulting in a separation of the cylinder 2 exhaust tubing at the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed over-pressurization of the reservoir occurred after the device packaging was opened. It was concluded that the separation most likely occurred after explant, most likely during sterilization. No failure was noted with testing.